Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. On (B)(6)2021, the patient was ¿feeling weird¿ and was sleepy. The parent checked the bg and it was 48 mg/dl, but the cgm was 135 mg/dl. The parent gave the child sugar water to drink (10 grams of sugar dissolved in water) every 15 minutes until the bg was in range. Other bg/cgm values during the event were: bg 65 mg/dl, cgm 90 mg/dl; bg 52 mg/dl, cgm 104 mg/dl. After 2 hours, the child was feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c, and d zones of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c, and d zones of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No injury or medical intervention was reported.